Event description:
It was reported to medtronic neurosurgery that when the product was inspected upon shipping receipt, it was noticed to be in two pieces. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.